Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('evidence of cornual perforation of the left essure coil/uterus appeared to be consistent with a perforation from the tip'), device breakage ('small fragment of the tip of the coil, which was picked up with graspers and also removed'), embedded device ('left ostia and appeared to be embedded along the left cornua also with a layer of endometrium'), ectopic pregnancy with contraceptive device ('ectopic pregnancy') and device expulsion ('expulsion/migration') in an adult female patient who had essure (batch no. E04950, c90003r) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test" and device ineffective "device ineffective". The patient's medical history included menorrhagia, left lower quadrant pain and ovarian cyst. Concomitant products included ibuprofen (motrin). On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), intermenstrual bleeding ("metrorrhagia (bleeding between period)") and abscess ("abscess") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal. And removal of left essure coil, nova sure endometrial ablation, laproscopy, hysteroscopy). Essure was removed on (B)(6)2018. At the time of the report, the uterine perforation, device breakage, embedded device, ectopic pregnancy with contraceptive device, device expulsion, dysmenorrhoea, dyspareunia, intermenstrual bleeding and abscess outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abscess, device breakage, device expulsion, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, embedded device, intermenstrual bleeding and uterine perforation to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea, dyspareunia, metrorrhagia tubal ligation, other on 17 apr 2018 trailing coils: left 3 right 5 concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device breakage, uterine perforation, embedded device. Most recent follow-up information incorporated above includes: on 7-jun-2021: mr received. Reporter information , lot number, other relevant history , event :" evidence of cornual perforation of the left essure coil," , "left ostia and appeared to be embedded along the left cornua also with a layer of endometrium" and " small fragment of the tip of the coil, which was picked up with graspers and also removed" added. Rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('evidence of cornual perforation of the left essure coil/uterus appeared to be consistent with a perforation from the tip'), device breakage ('small fragment of the tip of the coil, which was picked up with graspers and also removed'), embedded device ('left ostia and appeared to be embedded along the left cornua also with a layer of endometrium'), ectopic pregnancy with contraceptive device ('ectopic pregnancy') and device expulsion ('expulsion/migration') in an adult female patient who had essure (batch no. E04950-inv, c90003r-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test" and device ineffective "device ineffective". The patient's medical history included menorrhagia, left lower quadrant pain and ovarian cyst. Concomitant products included ibuprofen (motrin). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), intermenstrual bleeding ("metrorrhagia (bleeding between period)") and abscess ("abscess") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal. And removal of left essure coil, nova sure endometrial ablation, laparoscopy, hysteroscopy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device breakage, embedded device, ectopic pregnancy with contraceptive device, device expulsion, dysmenorrhoea, dyspareunia, intermenstrual bleeding and abscess outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abscess, device breakage, device expulsion, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, embedded device, intermenstrual bleeding and uterine perforation to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea, dyspareunia, metrorrhagia tubal ligation, other on (B)(6) 2018. Trailing coils: left 3 right 5. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device breakage, uterine perforation, embedded device. Lots numbers e04950 and c90003r are invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') and device expulsion ('expulsion/migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test" and device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metrorrhagia (bleeding between period)") and abscess ("abscess"). The patient was treated with surgery (essure removal.). Essure was removed on (B)(6) 2018. At the time of the report, the ectopic pregnancy with contraceptive device, device expulsion, dysmenorrhoea, dyspareunia, metrorrhagia and abscess outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abscess, device expulsion, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device and metrorrhagia to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea, dyspareunia, metrorrhagia tubal ligation, other on (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') and device expulsion ('expulsion/migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test" and device ineffective "device ineffective". On (B)(6)-2014, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metrorrhagia (bleeding between period)") and abscess ("abscess"). The patient was treated with surgery (essure removal.). Essure was removed on (B)(6)--2018. At the time of the report, the ectopic pregnancy with contraceptive device, device expulsion, dysmenorrhoea, dyspareunia, metrorrhagia and abscess outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abscess, device expulsion, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device and metrorrhagia to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea, dyspareunia, metrorrhagia tubal ligation, other on (B)(6)-2018 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)--2020: pif received: event abscess added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') and device expulsion ('expulsion/migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test" and device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and metrorrhagia ("metrorrhagia (bleeding between period)"). The patient was treated with surgery (essure removal.). Essure was removed on (B)(6) 2018. At the time of the report, the ectopic pregnancy with contraceptive device, device expulsion, dysmenorrhoea, dyspareunia and metrorrhagia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered device expulsion, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device and metrorrhagia to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea, dyspareunia, metrorrhagia tubal ligation, other on (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Reporters information updated. Event: injury were updated to dysmenorrhea, dyspareunia, metrorrhagia, expulsion, ectopic, terminated, device ineffective migration ,plaintiff did not undergo confirmation test were added. Incident. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.